Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown procedure that locking screw did not engage with one of the combo holes in the plate. A non-locking screw was used in its place. The locking screw was found not be the problem as the same screw engaged a different locking hole. Two new drill bits were also found to be dull and heated up the bone excessively when trying to drill with them. No surgical delay and patient consequence. This complaint involves 3 device. This report is for one (1) 2.8mm calibrated drill bit qc 250mm/95mm. This report is 2 of 3 for (B)(4).